Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire fell out of the sensor applicator prior to sensor insertion. No additional event or patient information is available.